Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that multiple instruments were defective and had to be replaced. Failure description was not provided. There was no patient involvement.

Manufacturer narrative:
G2: this event occurred in germany, h3, h6: no products were returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided. It was reported that the instruments were bent. Additional information was received. It was rep orted that the perc cross pin reference frame and slap hammer were jammed; the perc pin adapter screw was tight; the cross pin tap cap was deformed; the 100mm dilator, 150mm dilator, 100mm cannula, and 150mm cannula were bent. Additional information was received. It was reported that the hospital performs two to three operations a day with the system, and it puts a lot of strain on the instruments. Due to the high number of operations, it was not possible to determine how the individual defects came to be.

Manufacturer narrative:
H2, b5, h6: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.